Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium(la). A thrombus was observed in la. Thrombus was removed through negative pressure suction. The sgc was removed from the anatomy. Upon removal, hydrophilic coating was found to be damaged. Per the physician, the coating was responsible for thrombus formation. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium(la). A thrombus was observed in la. Thrombus was removed through negative pressure suction. The sgc was removed from the anatomy. Upon removal, hydrophilic coating was found to be damaged. Per the physician, the coating was responsible for thrombus formation. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
In this case, analysis of the returned device did not confirm the reported product quality problem associated with the hydrophilic coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed and results of the returned device analysis (unable to confirm the reported issue), a cause for the reported product quality problem associated with the hydrophilic coating and the reported thrombus cannot be determined. Thrombus is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.